Manufacturer narrative:
(B)(4). The device was not returned. A service history review was performed and revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 103 (night drain #4) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The drain volume was 758ml. There was no patient injury or medical intervention associated with this event. No additional information is available.